Event description:
Received information that the fill estimate on the customer's pump was dropping drastically. The issue slightly elevated the customer's blood glucose level (200 mg/dl). The customer states that the back of the pump where the cartridge is located smells like insulin, indicating there might be a leaky cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.